Manufacturer narrative:
To date this product has not been returned. Should the device be returned this investigation will be updated.

Event description:
.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a normal follow up out of range pacing impedance measurements were seen on the right atrial (ra) lead. The ra lead was replaced with a new lead and the device was explanted due to an upgrade. It was noted that the ra lead pacing impedance measurements had risen rapidly. No adverse patient effects were reported.